Event description:
It was reported in clinic notes that the patient had an increase in seizures, and the vns was interrogated and found to have an almost depleted battery, so the patient was referred for replacement. The prophylactic generator replacement was completed. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.